Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed battery out limit. Customer reported that the insulin pump also has an unresponsive keypad and damaged reservoir compartment. Customer's blood glucose reading was 93 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms. The pump had intermittent button response and a button error alarm due to corroded keypad traces. The pump was received with motor error alarms during the occlusion test and was unable to prime during the prime test due to a faulty force sensor resistor. The pump had a broken reservoir tube lip, a broken belt clip slot at the battery tube threads area and a cracked case at the display window corner.